Manufacturer narrative:
The subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device was found with no image. The issue occurred during an unknown event. There was no patient involvement or harm reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It could not identify the root cause of this phenomenon. The following is the investigation results. · according to the repair department, it was uncertain if the phenomenon was duplicated or not due to no device evaluation available. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU (instruction for use) a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.